Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose level was 255 mg/dl. Reportedly, the customer is using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer changed pump supplies to address the issue.